Event description:
Pulmonetic systems, inc. Received a call from a representative of healthcare on 07/2002. The representative reported the following problem: while patient on vent, it went inop. When unit was plugged into cigarette lighter, alarmed inop. No allegations of patient harm. Green external power led is lit, along with red charge status led.